Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had an episode of syncope and the device delivered no high voltage therapy. Emergency physician defibrillated the patient externally and the patient became stable. It was further noted the patient had a slow ventricular tachycardia beyond the programmed values; the device is reportedly working fine. The device remains in use. No further patient complications have been reported as a result of this event.